Event description:
It was reported to philips that the device was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system was unable to perform exposure. Upon inspecting the system, fse observed that the exposure functionality was working. Fse confirmed that customer completed the surgery with exposure. Fse checked the logfiles onsite and found the error "xsc: tube current out of range" and "xsc: grid leakage current out of range". Based on the information from logs, fse confirmed that the tube needs to do calibration. To resolve the issue, fse did the tube calibration to solve the reported problem. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.